Event description:
The device is used in the transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in pts who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic eval. Us endoscopy received a complaint that the facility tested the device outside of the pt and it worked fine. They inserted the scope and pill cam inside the pt, actuated the handle but the pill cam did not deploy. They removed the scope and pill cam and reinserted into the pt and actuated the handle. The pill cam and plastic cup fell off inside the pt's mouth. The pill cam and cup were immediately retrieved. There was no reported harm to the pt.

Manufacturer narrative:
The device involved was not returned for investigation; therefore, the root cause of the reported complaint could not be determined. In good faith effort us endoscopy has attempted to contact the customer on several occasions to try and gain further details and understanding regarding the incident. To date us endoscopy has not received any additional info.